Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately calcified vessel. A 5.00mm/2.0cm/90cm peripheral cutting balloon was advanced for dilation. However, during the second inflation at 10 atmospheres for 15 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post-procedure.